Event description:
It was reported that a new system controller was issued to the patient on (B)(6) 2024. The reason and/or details leading up to the system controller exchange were not provided.

Manufacturer narrative:
Section a: all current available information was included. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: correction. Device serial number was not provided; lot number and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h4: correction. Device serial number was not provided; manufacture date cannot be determined manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the system controller was not determined. The exchanged system controller (serial number unknown) was not returned for analysis, and no log files from the exchanged controller were associated with the reported event. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.